Event description:
Follow up revealed that the patient's ipg was explanted and replaced.

Manufacturer narrative:
The reported event the ipg was depleted was confirmed. As received, the ipg displayed the ¿replace generator error¿. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced a loss in therapy due to their ipg becoming inoperable. It is unknown at this time if this is due to normal depletion. Surgical intervention may be pending.